Manufacturer narrative:
Updated data: b5. Added fourth paragraph. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 9 months following the implant of a transcatheter valve was, a computed tomography (CT) scan was performed that revealed the valve failed due to severe paravalvular leak (pvl), as well as pannus/thrombus formation on the valve leaflets. Additionally, the patient experienced symptoms of hemodynamic instability. Additional information was received indicating that, after the valve was originally implanted in the native annulus, the patient's mean gradient at discharge was 9 mm hg with a peak gradient of 16 mm hg. The gradient when the thrombus was detected was 6 mm hg with a peak of 14 mm hg. The valve implant depth is unknown. Of note, the patient was a long-time user of two anti-platelet medications. These medications were administered following the valve implant procedure. The patient's most recent international normalized ratio before was thrombus was detected was 0.99. This score was detected approximately 8 months and 1 week after valve implant. The patient's symptoms consisted of shortness of breath (sob) which began approximately 4 months following the implant of the transcatheter bioprosthetic valve. The sob occurs predominantly with exertion. Treatment to address the thrombus will be performed before the severe pvl is addressed. No anticoagulation therapy has been used. Additional information was received that 8 weeks of warfarin was provided for the thrombus. A repeat computed tomography angiogram (cta) will be performed. Treatment for the pvl is being discussed. Additional information was received indicating that the patient was placed on blood thinning medication for over 4 weeks. Approximately 3 months and 3 weeks after discovery, a computed tomography scan revealed the thrombus had resolved. The patient is being considered for further intervention due to the pvl. Per the physician, a repeat echocardiogram will be required before a decision can be made.

Event description:
It was reported that approximately 9 months following the implant of a transcatheter valve was, a computed tomography (CT) scan was performed that revealed the valve failed due to severe paravalvular leak (pvl), as well as pannus/thrombus formation on the valve leaflets. Additionally, the patient experienced symptoms of hemodynamic instability. Additional information was received indicating that, after the valve was originally implanted in the native annulus, the patient's mean gradient at discharge was 9 mm hg with a peak gradient of 16 mm hg. The gradient when the thrombus was detected was 6 mm hg with a peak of 14 mm hg. The valve implant depth is unknown. Of note, the patient was a long-time user of two anti-platelet medications. These medications were administered following the valve implant procedure. The patient's most recent international normalized ratio before was thrombus was detected was 0.99. This score was detected approximately 8 months and 1 week after valve implant. The patient's symptoms consisted of shortness of breath (sob) which began approximately 4 months following the implant of the transcatheter bioprosthetic valve. The sob occurs predominantly with exertion. Treatment to address the thrombus will be performed before the severe pvl is addressed. No anticoagulation therapy has been used. Additional information was received that 8 weeks of warfarin was provided for the thrombus. A repeat computed tomography angiogram (cta) will be performed. Treatment for the pvl is being discussed. Additional information was received indicating that the patient was placed on blood thinning medication for over 4 weeks. Approximately 3 months and 3 weeks after discovery, a computed tomography scan revealed the thrombus had resolved. The patient is being considered for further intervention due to the pvl. Per the physician, a repeat echocardiogram will be required before a decision can be made. Additional information was received from the healthcare facility that the patient has yet to receive treatment for the pvl and the physicians are undecided on the treatment plan.

Manufacturer narrative:
Additional information: b5 (fifth paragraph). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5 (sixth paragraph). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 9 months following the implant of a transcatheter valve was, a computed tomography (CT) scan was performed that revealed the valve failed due to severe paravalvular leak (pvl), as well as pannus/thrombus formation on the valve leaflets. Additionally, the patient experienced symptoms of hemodynamic instability. Additional information was received indicating that, after the valve was originally implanted in the native annulus, the patient's mean gradient at discharge was 9 mm hg with a peak gradient of 16 mm hg. The gradient when the thrombus was detected was 6 mm hg with a peak of 14 mm hg. The valve implant depth is unknown. Of note, the patient was a long-time user of two anti-platelet medications. These medications were administered following the valve implant procedure. The patient's most recent international normalized ratio before was thrombus was detected was 0.99. This score was detected approximately 8 months and 1 week after valve implant. The patient's symptoms consisted of shortness of breath (sob) which began approximately 4 months following the implant of the transcatheter bioprosthetic valve. The sob occurs predominantly with exertion. Treatment to address the thrombus will be performed before the severe pvl is addressed. No anticoagulation therapy has been used. Additional information was received that 8 weeks of warfarin was provided for the thrombus. A repeat computed tomography angiogram (cta) will be performed. Treatment for the pvl is being discussed. Additional information was received indicating that the patient was placed on blood thinning medication for over 4 weeks. Approximately 3 months and 3 weeks after discovery, a computed tomography scan revealed the thrombus had resolved. The patient is being considered for further intervention due to the pvl. Per the physician, a repeat echocardiogram will be required before a decision can be made. Additional information was received from the healthcare facility that the patient has yet to receive treatment for the pvl and the physicians are undecided on the treatment plan. Additional information was received that treatment has not been performed for the pvl and the physicians are going to observe the pa tient for a few months.

Event description:
It was reported that approximately 9 months following the implant of a transcatheter valve was, a computed tomography (CT) scan was performed that revealed the valve failed due to severe paravalvular leak (pvl), as well as pannus/thrombus formation on the valve leaflets. Additionally, the patient experienced symptoms of hemodynamic instability.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2. B5. Added second paragraph. E1. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 9 months following the implant of a transcatheter valve was, a computed tomography (CT) scan was performed that revealed the valve failed due to severe paravalvular leak (pvl), as well as pannus/thrombus formation on the valve leaflets. Additionally, the patient experienced symptoms of hemodynamic instability. Additional information was received indicating that, after the valve was originally implanted in the native annulus, the patient's mean gradient at discharge was 9 mm hg with a peak gradient of 16 mm hg. The gradient when the thrombus was detected was 6 mm hg with a peak of 14 mm hg. The valve implant depth is unknown. Of note, the patient was a long-time user of two anti-platelet medications. These medications were administered following the valve implant procedure. The patient's most recent international normalized ratio before was thrombus was detected was 0.99. This score was detected approximately 8 months and 1 week after valve implant. The patient's symptoms consisted of shortness of breath (sob) which began approximately 4 months following the implant of the transcatheter bioprosthetic valve. The sob occurs predominantly with exertion. Treatment to address the thrombus will be performed before the severe pvl is addressed. No anticoagulation therapy has been used.

Manufacturer narrative:
Updated b.5 and imf code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that 8 weeks of warfarin was provided for the thrombus. A repeat computed tomography angiogram (cta) will be performed. Treatment for the pvl is being discussed.